Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es biometric scanner needed replacement, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier needed to replace. The field service engineer confirmed that the site ID was incorrect, and no investigation had been conducted.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a biometric scanner issue and requested for replacement. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.